Manufacturer narrative:
Isi has not received vessel sealer instrument for evaluation. Therefore, the root causes of the alleged customer reported issue and the patient¿s intra-operative bleeding cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the current information provided, this complaint is reportable due to the following conclusion: during a da vinci assisted gastric sleeve surgical procedure, it was alleged that a vessel sealer instrument was not sealing adequately. The surgeon was able to control minor bleeding and oozing with the vessel sealer instrument during the case which was completed robotically. However, 24-48 hours post-operatively, the patient experienced unspecified signs of significant blood loss. The post-operative blood loss volume is unknown. It is also unknown what medical intervention, if any, was administered due to the post-operative blood loss. At this time, the root causes of the customer reported issue and the patient¿s post-operative bleeding are unknown.

Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, the surgeon claimed that a vessel sealer instrument did not adequately seal. It is unknown if a replacement instrument was installed to complete the planned surgical procedure and it is unknown if there was any patient harm or if the affected vessel sealer instrument is available for return. On 03/15/2018 and 04/09/2018 intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon who performed the surgical procedure: according to the surgeon there was minimal bleeding noted intra-operatively; however, the surgeon was able to cauterize the affected bleeding site using the same vessel sealer instrument. The surgeon indicated that there was no tension on the patient¿s tissue "however, there was bleeding noted." The surgeon does not know if at the time of the issue, the vessel sealer instrument was in bipolar or seal mode. The patient did not require a blood transfusion or any surgical intervention to resolve the bleeding issue. There were no indications of any serious patient issues intra-operatively. However, 24-48 hours later, the patient had signs of significant blood loss where a vessel sealer instrument had been used. Isi clinical development engineers (cde) reviewed a video recording of the surgical procedure. Their findings are as follows: the video shows the surgeon using the vessel sealer instrument with his right hand (arm 4), the scope in arm 3 and a cadiere with his left (arm 2). Two sources of very minor omental oozing were observed. One source was where the jaws of the vessel sealer instrument were sealing and the second appeared to be from trauma due to the lap grasper. The vessel sealer technique used looked like it followed the user manual. The oozing was due to the nature of omental tissue which was full of capillaries and tends to ooze rather than an issue with the vessel sealer instrument. There was a similar omental ooze again due to the lap grasper. In all cases the oozing was managed with the vessel sealer instrument without issue. In another instance, it looked like a reasonable amount of tissue in the jaws was pushed back into the crotch (the proximal end of the instrument jaws). The keg (a mechanical feature of the instrument jaws) is all the way to the end so the jaws are fully closed and the vessel sealer instrument is in seal mode. Tissue is not under tension beyond the weight of the omentum. Tissue effect (bubbling) was seen along the full length of the jaws. All indications were that the seal was adequate. After cutting the tissue and opening the jaws, it looked like the tissue got hung up somehow as the surgeon moved instrument jaws down towards the bottom of the screen. It looked like this ripped the vessel off of the stomach which was the source of some bleeding. The vessel that ripped was part of the tissue that was back in the crotch of the instrument so it may be a combination of not being fully sealed and ripping. There was a lap stapler instrument used in the case to create the sleeve and the vessel sealer instrument was used to hold the tissue while positioning the stapler. There were some interactions between the stapler and vessel sealer instrument. The vessel sealer instrument collided with the inside of the stapler¿s jaws. The vessel sealer instrument was not used to seal again for the rest of the procedure. The vessel sealer instrument was used to drive a needle to place a suture tag at one end of the specimen before the specimen was removed from the patient. The surgeon struggled to maintain control of the needle when driving through the stomach tissue, resulting in the needle sliding back and forth across the electrodes, possibly damaging the electrodes.